Event description:
Patient is having a right total hip revision due to high blood level of cobalt and chromium from a metal on metal prosthesis. The original procedure was performed in (B)(6). Explants sent to cpnac pathology department. Date implanted: 7 years ago.